Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer reported that precedex drip was leaking between microclave and IV tubing. This occurred before use. The reported added that the patient was highly unstable with open chest and not adequately sedated and moving too much. There was patient involvement, but no adverse event.

Manufacturer narrative:
There were no product samples, videos, or photographs returned for investigation. A probable cause cannot be identified based on the information that has been provided. The DHR for the provided lot number was reviewed and there were no non-conformances found that would have contributed to the reported complaint.